Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure (batch no. C91768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's medical history included irritable bowel syndrome, chickenpox, headache and depression. Concomitant products included folic acid since (B)(6)2016, hydrochlorothiazide, liraglutide (victoza) from (B)(6)2016 to (B)(6)2016, omeprazole and vitamin b12 nos. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue,"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, fatigue, abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, menorrhagia (heavy menstrual bleeding), abdominal pain, most recent follow-up information incorporated above includes: on 21-oct-2019: pfs and mr was received. Lot number was added. Event abnormal bleeding (vaginal) was added. Date of removal was added. New reporters were added. Outcome was added for abnormal bleeding (vaginal). Concomitant drugs were added. Medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure (batch no. C91768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's medical history included irritable bowel syndrome, chickenpox, headache and depression. Concomitant products included folic acid since (B)(6) 2016, hydrochlorothiazide, liraglutide (victoza) from (B)(6) 2016 to (B)(6) 2016, omeprazole and vitamin b12 nos. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue,"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, menorrhagia (heavy menstrual bleeding), abdominal pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue,"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (partial hysterectomy bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, fatigue, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, menorrhagia (heavy menstrual bleeding), abdominal pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received- event injury updated to pelvic pain. New events fatigue, menorrhagia (heavy menstrual bleeding), abdominal pain, the patient did not undergo confirmatory test were added. Outcome of pelvic pain updated to recovered / resolved. Patient information data were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.